Manufacturer narrative:
H10 biomed is requesting a scheduling update for the replacement of the v60 touchscreen. An action assignment for the replacement of the touchscreen was scheduled. Information was provided that the device issue was fixed and returned to service. H11. G1: contact information updated. H6: codes.

Manufacturer narrative:
Event date: (B)(6) 2020. Date of this report: (B)(6)2020.

Event description:
The customer reported a touchscreen issue. There was no patient involvement.